Event description:
It was reported that the patient had a backup pump failure. A hardware/software fault detection alarm code: 45630 (0004). It was stated that the replacement pump is being courier, as per solis manual an unrecoverable error may have occurred. The patient is infusing with another pump just fine. Since the infusion had been life-sustaining, the outcome of the event is resolve. There was no patient injury. The patient was female.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.